Manufacturer narrative:
Concomitant products: 4298-88 lead, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2015 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and the left ventricular (lv) lead showed a high threshold. The crt-d was explanted and replaced and the physician chose not to replace the lv lead, as the patient will undergo surgery in a few months for a left ventricular assist device. The lv lead remains in use. No patient complications have been reported as a result of this event.